Event description:
Patient was brought into the operating room and laid supine on the operating table. Using a vessel sealer, the omental adhesions to the abdominal wall at the midline and in the left upper quadrant around the liver were carefully lysed for a total of 10 minutes. Per report from rn circulator: instrument failure. "Error" reading on davinci generator: solid red. The vessel sealer was changed for another device and the surgery proceeded without any further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Medical field representative was informed by operating room supervisor.